Manufacturer narrative:
This report is filed on october 17, 2013.

Event description:
Per the clinic, the patient reported poor sound quality and uncomfortable loudness after sustaining a head trauma. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted (B)(6) 2013, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4).